Event description:
Swelling, pain, couldn't bend knee, went from 110 degrees to zero, after 10 days had pimples on the knee (9 of them in a ring shape). Pt stated experiencing site effects after one day of injection. It started as swelling, pain and couldn't bend knee. It progressed to the point where pt cannot move.